Event description:
It was reported, that the right ventricular (rv) lead was oversensing noise. Which led to pacing inhibition. The rv lead was capped and replaced on (B)(6) 2024. The patient had no adverse consequences (before the procedure. Which was on (B)(6) 2024). No patient condition was reported after the procedure.